Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) "the electrocardiogram waveform was not displayed." When switching the ECG from external input to direct input , the ECG will appear on the display.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) "the electrocardiogram waveform was not displayed." When switching the ECG from external input to direct input , the ECG will appear on the display. No health damage reported.

Manufacturer narrative:
Updated fields: e1(event site address - (B)(6), event site city - (B)(6), event site postal code - (B)(6)). A getinge field service engineer (fse) had evaluated the unit and found that both external and direct input of electrocardiograms work normally and are not reproducible.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.